Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a spinal procedure, two burs broke in the attachment during the same procedure. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a delay of a few minutes as a result of this event. It was also reported the procedure was completed successfully. This record relates to the first instance of bur breakage reported.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a spinal procedure, two burs broke in the attachment during the same procedure. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a delay of a few minutes as a result of this event. It was also reported the procedure was completed successfully. This record relates to the first instance of bur breakage reported.